Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported issue. The treatment for the peritonitis was not reported. The patient was discharged from the hospital 3 days later and was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that this report is a duplicate. This complaint will be closed as a duplicate and further investigation of this event can be found in report number 1416980-2013-34661.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13h06146 and h13h22069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).